Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the outer jacket from the metal connector of the driveline was confirmed through an onsite evaluation by an abbott representative. The patient remains ongoing on heartmate ii left ventricular assist system, (B)(6) , with no further related issues reported at this time. The heartmate ii left ventricular assist system instructions for use (lvas IFU) rev. C is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Additionally, device history record for driveline (B)(6) , was reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients driveline was starting to separate from the metal connector and needed to undergo a clamshell repair. The repair, using a universal percutaneous lead bend relief kit, was installed on (B)(6) 2021.